Event description:
It was reported that stent damage occurred. Following pre-dilatation, residual stenosis was 50%. A 2.25 x 16mm synergy xd was advanced for treatment. However, the stent strut was damaged during insertion. The procedure was completed with different device. There were no patient complications nor injuries reported.